Event description:
From a medwatch report: pt was in CT scan room for CT of abdomen. Pt stopped breathing and vent failed to alarm. Pt went into cardiac arrest and was resuscitated. The hosp has no record of ventilator settings.